Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode, it had undergone resets, and bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. As a result, the patient experienced discomfort and diaphragmatic stimulation from unipolar pacing at 5v while the device was in safety mode. The crt-p was explanted and replaced, and a temporary pacing system was used during the revision. No additional adverse patient effects were reported. This crt-p will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had entered safety mode. As a result, the patient experienced discomfort and diaphragmatic stimulation from unipolar pacing at 5v while the device was in safety mode. The crt-p was explanted and replaced, and a temporary pacing system was used during the revision. No additional adverse patient effects were reported. This crt-p will be returned for analysis.